Event description:
Healthcare professional reported left side "fluid in breast" (captured as seroma) and capsular contracture, baker grade IV. Later it was reported patient experienced swelling and shoulder/neck pain. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma & capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ malposition: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "fluid in breast" diagnosed via ultrasound and capsular contracture baker grade unknown. Later, healthcare professional reported "capsular contracture baker grade IV with left side "shoulder pain, neck pain, distopia, fluid in the breast". Later, healthcare professional reported "swelling intermittent" and "thicken capsule" this record is for the left side. Device was explanted and replaced.